Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily calcified anatomy resulted in the reported stent material separation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported stent material separation cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly a non-abbott stent was deployed to secure the fractured stent against the arterial wall. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the common femoral artery. A 6x40mm absolute pro self-expanding stent (ses) was deployed at the target lesion; however, a fracture [separation] in the stent was noted. A non-abbott stent was deployed to secure the fractured stent against the arterial well, and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily calcified anatomy resulted in the reported stent material separation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported stent material separation cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly a non-abbott stent was deployed to secure the fractured stent against the arterial wall. Additionally, the patient underwent an additional procedure, which included relining the fractured and embedded stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 - outcomes attributed to ae: hospitalization-initial or prolonged was added. H6 - health effect - impact code 4607 was added. Attachment: user facility medwatch report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the common femoral artery. A 6x40mm absolute pro self-expanding stent (ses) was deployed at the target lesion; however, a fracture [separation] in the stent was noted. A non-abbott stent was deployed to secure the fractured stent against the arterial well, and the procedure was completed. There were no adverse patient effects nor clinical delay. Subsequent to the initially filed report, additional information was received stating the index procedure took place on (B)(6)2025. The patient was admitted for further monitoring and management. On (B)(6)2025, the patient underwent an additional procedure, to include relining the fractured and migrated stent. No additional information was provided.